Manufacturer narrative:
Ni

Event description:
The patient was enrolled in the sapphire study and a percutaneous transluminal angioplasty with stenting of the left internal carotid artery was performed. During device preparation the wire detached from filter prior to entering the sheath. The details of the event were not provided. The event occurred outside the patient as a result product was not used in-patient. The device was exchanged for another and procedure was completed successfully without adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt this is one of two products involved in the same patient/procedure and reported under manufacturing number 1016427-2007-00090 and 1016427-2007-00091.